Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report number 1222780-2010-00169. During a novasure endometrial ablation on (B)(6) 2010, the first novasure disposable device was leaking from the "top of the device." A second device completed the procedure successfully. The pt returned approx 24 hours later with "fever and discomfort." The pt was later admitted to the hospital on (B)(6) 2010. Ultrasound and computed tomography (CT) scan were inconclusive. Vaginal cultures were negative. The pt improved with antibiotics and she was discharged home 2 days later. Additionally, the physician reported on (B)(6) 2010 that the pt was seen on follow-up and she is doing fine.

Manufacturer narrative:
Serial number of the first disposable device not provided by the complainant. Lot and serial number of the second disposable device not provided by the complainant, therefore, the expiration date is not known. The devices are not being returned, therefore, a failure analysis of the complaint devices cannot be completed. Lot number of the second disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was conducted for the reported lot number (10b25r) of the first device. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Sterile lot record review was not performed as the serial numbers of the 2 devices were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU). Other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).